Event description:
(B)(4). Abdominal pain, nausea, vomiting, hair loss, loss of appetite, weight gain, extreme weight gain, easily bruised, visual change, nickel allergy, hives, itching, diarrhea, blood in stool, emotional roller coaster, loss of memory, pain with sex,, heavy period with blood clots, no period, fatigue, insomnia, depression, fainting, and many other side effects.